Event description:
A customer stated that she tested her blood glucose and received a reading of 1.9 mmol/l (34 mg/dl) using her contour link meter. She retested using another meter and received a reading around 9 mmol/l (162 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.